Event description:
It was reported that the pt experienced "flu-like symptoms and soon after heard pump alarming", the pt reported hearing a "beeping" sound every 5 mins that started in 2008. The pt presented to the pain clinic where the pump was interrogated and found to have a low battery. Telemetry confirmed a critical alarm due to motor stall was occurring. Multiple error messaged were noted in the logs including pump in safe state, multiple resets occurred, motor stall occurred and stopped pump may exceed tube set. The hcp reported that the dose changed and pump is in minimum infusion mode. The pump contained dilaudid 28.5 mg/ml, bupivicaine 28.5 mg/ml and clonidine 213 mcg/ml. The pump was explanted and replaced after an implant duration of 34 months. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.